Event description:
It was reported that the customer's sensor needle broke off. The customer's blood glucose level at the time of the event was 187 mg/dl. The product was returned. Nothing further was reported.

Manufacturer narrative:
Unable to conclusively determine the customer's complaint since the sensor was returned without the detached needle.